Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Product analysis: the device was returned for complaint investigation. Kinks were evident to the hypotube. The stent was positioned on the balloon between the marker bands as per position specification, but due distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx trucor coronary drug eluting stent did not cross the lesion. The lesion being treated was moderately tortuous, moderately calcified with 80% stenosis in the mid right coronary artery (rca). The device was inspected prior to use and negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was believed that the event was due to use of the device in difficult lesion morphology/anatomy. No patient complications have been reported as a result of this event.